Event description:
The customer reported that the workstation was intermittently freezing (locking-up) during functioning. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer was identified as being fault. No further repair information is available at this time.